Event description:
The international customer reported the ventilator was restarting intermittently. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The device will be serviced by the customer's international distributor.

Manufacturer narrative:
Service by distributor.device to be serviced by distributor.